Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was happy with the symptom control she had and between working with the therapist and the device, she was happy. The patient wanted to see about getting better symptom control. The patient did not have full symptom control. There was no trauma or fall that could be related to this issue. The patient was going to check with the doctor for direction to see if it was ok to change to a different program and if so how long to leave it on the setting before trying a different setting. It was noted that she had additional testing and they felt the issue she had had more to do with the sphincter. The patient's physical therapist later reported that the patient used to feel stimulation in her rectal area and was now feeling stimulation in her butt cheek area. The patient wanted to know if it was normal for her to feel the stimulation in a different location. It was noted that the patient was getting good therapy and was experiencing fewer episodes of fecal incontinence. The reason the patient got the implantable neurostimulator (ins) was for fecal incontinence. It was noted that the change of stimulation in a different area was considered sudden, but it was unknown when this occurred. The patient had started physical therapy on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.